Event description:
It was reported that the customer experienced a blood glucose (bg) level of approximately 600 mg/dl; cause was unknown. Reportedly, customer required assistance from partner to treat bg level via a manual injection. The customer was instructed to consult with healthcare provider regarding bg level. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.